Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The other proglide device is being reported under a separate medwatch MFR number. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, when the needle plunger was retracted a cuff miss occurred. The vessel was re-wired and the device was removed. A second perclose proglide device was used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.